Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury. Event was due to accidental patient fall.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur, catalog 00575001405, lot unknown; unknown pegged tibial plate; unknown 29 patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient was revised two days post implantation due to wound dehiscence after experiencing a fall while getting out of bed. The articular surface was replaced and an irrigation and debridement performed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - femoral component precoat size d minus (d-) left catalog #: 00575001405 lot #: 60700122, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog #: 00597206529 lot #: 60721030, and tibial component pegged precoat for cemented use only size 3 catalog #: 00597003501 lot #: 60677523.